Event description:
Caller reported a cartridge alarm 20 that did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.